Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. (B)(4). S/w 2.8c. Unit passed the displacement test and self test. Format history file analysis confirmed pump error 63 (variable 3) due to open traces. Unit received with cracked retainer and pillowing keypad overlay.

Event description:
Medtronic received information that pump error 63 occurred. There was no adverse impact or consequence reported as a result of this event.